Event description:
It was reported that the patient was unable to experience effective therapy and the leads displayed high impedances on three contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced on (B)(6) 2019. Therapy was restored.